Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 200 mg/dl, 300 mg/dl and even went to 400 mg/dl and current blood glucose was 214 mg/dl. The customer was treated with a manual injection as well as insulin pump for high blood glucose level. Customer had used insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The insulin pump will be returned for analysis.